Event description:
A volume ventilator circuit was in use with a pt recovering from open heart surgery. The pt's blood pressure increased and oxygen saturation dropped requiring removal of the circuit and manual resuscitation. The user alleges that the problem occurs when the pt is not strong enough to breath past the exhalation valve of the circuit.